Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patients ipg is not functional since patient has not charged the device in years. As such surgical intervention was undertaken wherein the ipg was replaced and therapy restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.